Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a slight fluctuation in rv impedance and r waves since implant. It was also reported that there was no capture in the unipolar configuration. An rv lead repositioning is planned but not yet scheduled. The lead remains in use. No patient complications have been reported as a result of this event.